Event description:
Philips received a complaint by the customer on the v60 indicating that there was faint smoke emanating from the data acquisition (da) printed circuit board assembly (pcba) after switching to ventilation mode, leading to a black display. The customer had been instructed to disconnect and inspect the da to mc ribbon cable before reconnecting it to ensure proper seating. Recommendations included inspecting the da pcba for overheating and verifying the security of the connections to the autozero solenoids to avoid shorts. It was reported there was no patient involvement at the time the issue was discovered. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per a good faith effort (gfe) response, it was confirmed that the customer received the replacement data acquisition (da) printed circuit board assembly (pcba), which is scheduled to be installed at a later date. No additional information was provided regarding the completion of the repair, the results of the performance verification testing, or whether the device was returned to service. Based on the available information, the investigation has concluded that no further action is required at this time. If additional information becomes available, the complaint file may be reopened for further evaluation.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.